Event description:
The abbott architect reaction vessels (rv's) are disposable containers in which the chemiluminescent microparticle immunoassay (cmia) reactions takes place. Abbott became aware of an architect rv issue, in which the rv's from specific lots of resin have an increased likelihood of producing error codes 1006 (unable to process test, background read failure) and 1007 (unable to process test, activated read failure) and incorrect patient results. Total lots of rv's were manufactured with this resin and distributed. On february 23, 2009, a world-wide quality hold was initiated for the affected lots and these lots were placed on site quarantine. A product recall has been issued and reported under 21cfr806 for the architect reaction vessels to the FDA on february 26, 2009. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
Additional lot numbers are as follows: 68488p100, 69061p100, 69283p100; 68489p100, 69093p100, 69284p100; 68491p100, 69082p100, 69340p100; 68492p100, 69176p100, 69341p100; 68511p100, 69177p100, 69342p100;; 68513p100, 69178p100, 69353p100; 68515p100, 69179p100, 69433p100; 68516p100, 69180p100, 69434p100; 68553p100, 69205p100, 69435p100; 69006p100, 69206p100, 69436p100; 69007p100, 69207p100, 69438p100; 69008p100, 69208p100, 69439p100; 69009p100, 69209p100, 69521p100; 69010p100, 69266p100, 69522p100 ; 69058p100, 69267p100, 69523p100; 69060p100, 69580p100, 69526p100; 69281p100, 69527p100, 69660p100; 69282p100. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
The abbott architect reaction vessels (rv's) are disposable containers in which the chemiluminescent microparticle immunoassay (cmia) reactions take place. Initially, 54 lots of rv's were manufactured with the suspect resin and distributed, resulting in remedial action. The rv supplier notified abbott after the initial recall, that due to traceability issues within their quality system, an additional 7 lots of rv's were manufactured with the suspect resin lot. In total, 61 rv lots were manufactured with the suspect resin lot. The remaining inventory of the rv's were placed on hold and evaluated with a new mode of control static charge testing, which was added to the rv material specifications. Eight additional previously distributed rv lots failed to meet specifications for static charge testing, therefore, a product recall letter was sent to abbott customers on may 12, 2009, to inform them of an additional 15 suspect rv lots to be discarded. A product recall has been issued and reported for the architect reaction vessels to the FDA on february 26, 2009 . Abbott has not received any reports of adverse events related to this issue. The investigation is on-going. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.